Event description:
It was reported this catheter was successfully placed for nephrostomy drainage treatment. It was under fluoroscopy, during a scheduled catheter removal, this drainage catheter had fractured and remained in the pt. A gooseneck snare was used to successfully retrieve the detached catheter segment. Another catheter was not placed as treatment was completed at this time. The pt's condition is good. This device was destoryed by the user facility. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, co's unable to determine if the device met its specifications. Follow up revealed this catheter was in place approximately 6 months. Co believes user technique, and/or pt anatomy may have contributed to this event. However, without evaluating the device co is unable to determine the relationship between the device and the cause for this event. Directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections... This catheter should be evaluated by the physician on or before 90 days post-placement".